Event description:
Paramedics attempted to use the device to administer external pacing to a pt diagnosed as bradycardic. The device pacing feature allegedly failed to function and the service indicator was illuminated. A backup defibrillator/monitor/pacemaker was immediately available and used to administer external pacing. The pt was delivered to the hosp with a perfusing rhythm. There were no adverse affects to the pt reported as a result of the alleged malfunction.